Event description:
Programmer not functional. Issue observed during the upgrade to 2.54 version. An investigation is required to understand whether it is linked or not to the upgrade and the repair of the subject programmer is required too.

Event description:
Programmer not functional. Issue observed during the upgrade to 2.54 version. An investigation is required to understand whether it is linked or not to the upgrade and the repair of the subject programmer is required too.